Event description:
As standard procedure a sakura dura star 3.50 x 15 was used to post dilate a cypher 3.0 x 18 in the proximal right coronary artery as standard procedure. The balloon went up to 30atm as routine practice with a non-cordis indeflator. The balloon maintained pressure during inflation. However, the physician was not able to get the balloon to deflate completely using manual negative pressure. The physician was able to get the balloon half way down after 5 minutes and then pulled the balloon into the guiding catheter easily. The contrast media being used is visipaque with a 1:1 saline ratio. The same indeflator was used successfully with other devices. There was no patient injury. The vessel was calcified. There was no difficulty experienced removing the product from its packaging. The product prepped normally. There were no anomalies noted on the product prior to inserting the product into the patient. There was no resistance/friction while inserting the balloon through any other products being used. Difficulty crossing the lesion was not experienced. The balloon catheter did not kink while being used.

Manufacturer narrative:
The product is expected to be returned for additional testing. Additional information will be submitted within 30 days of receipt. Review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. A review of this lot revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint.

Manufacturer narrative:
The complaint report stated that the durastar ptca balloon catheter would not fully deflate after being inflated to 30atm for post-dilation of a cypher stent. The physician was able to get the balloon half-way down by pulling negative pressure and then pulled the balloon back into the guide catheter and removed it from the patient without injury. The target site in the proximal rca was calcified but there was no report of difficulty implanting the stent. No anomalies were noted on the durastar prior to use and it had prepped normally. A 1:1 ratio of visipaque and saline were used for inflation with a merit indeflator. There was no difficulty advancing the balloon catheter to or through the vasculature, or through the stented segment. The balloon inflated normally and maintained pressure but when negative pressure was applied, it took 5 minutes to deflate half-way. One non-sterile 3.5 x 15mm durastar ptca balloon catheter was returned for analysis coiled inside a plastic bag. Residues of blood and inflation medium were observed. The shaft was bent in various locations; this may have occurred during return shipping. A burst was observed in the outer body below the transition seal. In order to do functional testing, the shaft was cut 15cm from the distal end, due to the transition seal burst. Using a hemo-valve and an indeflator, the balloon could be inflated and deflated without a problem and the pressure maintained. During scanning electron microscope (sem) analysis, neither the transition seal nor the proximal seal presented any evidence of blockage or other anomaly that could be related to the reported deflation difficulty. The shaft exhibited no evidence of internal or external surface material damages or other surface anomalies that could have caused the failure. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The deflation difficulty originally reported was not confirmed; the balloon inflated normally, maintained pressure and deflated normally during functional testing. Additionally, the products are tested 100% for inflation and deflation, as well as visually inspected 100% prior to their release. A shaft rupture was confirmed on the returned unit; it cannot be determined if the shaft burst may have contributed to the slow deflation reported. Of note, the unit was inflated to 30atm, which is considerably over the labeled burst pressure of 20atm. There are no indications that this event is related to the manufacturing process. Review of the available information suggests that some procedural factors may have contributed to this event. No actions will be taken at this time.